Event description:
My wife accidentally put clear care in her eye thinking it was the normal solution. We have both. She had her contacts out and could not red the label on the clear care bottle, which looks just like the other contact lens solution bottles. Medication administered to or used by the pt: no. Severe pain in her eye told her she used the wrong bottle. Hours later her eye is still burning. Pt counseling provided: unk. Pt's age: adult (18 - 64 years). Something needs to be done. Perhaps the shape of the nozzle could be changed. (B)(6).